Event description:
Dexcom g6 sensor inaccuracy: 6:51am g6 reading 166, finger stick reading is 137. That is a mard (mean absolute relative difference) of 21.2%, which is outside the allowed 20% range.